Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. Philips field service engineer (fse) confirmed oxygen leak behind the device, the oxygen regulator assembly was defective. Fse replaced the oxygen regulator assembly to resolved the reported issue. The unit passed performance verification testing after the repairs were made. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported system leak. There was no patient involvement.